Manufacturer narrative:
Eval of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an early implant failure. Early implant fracture suggests that the sources of the problem are likely to stem from bone quality and mechanical overload leading to metal fatigues.

Event description:
Implants fractured before prosthetic restoration and the oral cavity was asymptomatic. Unknown if stability and/or osseointegration was achieved. Bone quality was type ii.